Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of a suture break. Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned speedband superview super 7 was analyzed (handle assembly and the ligator housing), and a visual evaluation noted that the ligator housing returned with four bands attached to it and its teeth were found bent. Additionally, the handle had marks of trip wire was secured and the suture had seven knots. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of bands unable to deploy and suture break was not confirmed. Upon analysis, it was found that the ligator housing returned with four bands attached to it and its teeth were found bent. Additionally, the handle had marks of trip wire was secured and the suture had seven knots. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure for varices performed on (B)(6) 2024. During the procedure, after successfully placing two straps, it was suddenly impossible to attach any more. The scope was removed and after repeating the "firing" procedure outside the patient, one strap was found among the others. After removing the extra strap, everything was fine. The scope was reintroduced however the straps could not be placed. The procedure was stopped, and upon cleaning up and collecting the material, it was discovered that the string of the strap set had snapped. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of a suture break. Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure for varices performed on (B)(6) 2024. During the procedure, after successfully placing two straps, it was suddenly impossible to attach any more. The scope was removed and after repeating the "firing" procedure outside the patient, one strap was found among the others. After removing the extra strap, everything was fine. The scope was reintroduced however the straps could not be placed. The procedure was stopped, and upon cleaning up and collecting the material, it was discovered that the string of the strap set had snapped. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure for varices performed on (B)(6) 2024. During the procedure, after successfully placing two straps, it was suddenly impossible to attach any more. The scope was removed and after repeating the "firing" procedure outside the patient, one strap was found among the others. After removing the extra strap, everything was fine. The scope was reintroduced however the straps could not be placed. The procedure was stopped, and upon cleaning up and collecting the material, it was discovered that the string of the strap set had snapped. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. The correct event date is september 19, 2024.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of a suture break. Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h2: correction. Block b3 (date of event) and block b5 (describe event or problem) have been corrected.